Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) with concentration 25mg/ml at a dose rate of 1.25 mg, and fentanyl with concentration 2500 mcg at dose rate of 125 mcg via an implantable pump for non-malignant pain. It was reported that the patient is in a hospital and had been vomiting excessively. Regarding factors that may have led or contributed to the issue, it was noted that the company representative was called to the hospital by their magnetic resonance imaging (MRI) department to do a post MRI pump check. It was noted that the patient stated they had been in to see a physician for a refill of pump earlier in theweek (specific date of refill not provided). The company representative interrogated the pump and found that it had started back up infusing medication after the MRI had been done. The company representative was informed by the patient's daughter the morning of (B)(6) 2020 that the physician had driven to the hospital on (B)(6) 2020 to put the pump in a minimum rate. The managing physician turned the pump rate down wo 0.15 regarding dilaudid (1.25 mg). It was further reported that the managing physician told the company representative that he decided to turn the pump off for now and asked the company representative to interrogate it and aid in turning if off for now. The company representative informed the physician that it was not recommended for the pump to be turned off for more than 48 hours and the physician said ok. The company representative had gone to the hospital and the nurses station asked if they were there to turn the pump off. The company representative informed them of what they were doing with the pump. It was unknown as of (B)(6) 2020 if the issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. No surgical intervention occurred, and no surgical intervention was planned. The patient's weight and medical history were noted as having been requested but were unknown. The date (B)(6) 2020 is considered an approximate date of event (specific month and year known only).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a device manufacturer representative. It was reported that the pump's motor stalled for a total of 24 minutes. The pump was placed into stopped mode intentionally until the patient was able to make an appointment with her managing doctor after being discharged from the hospital. The vomiting had stopped when the patient was last seen and the issue was resolved.